Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. No device sample received.

Event description:
Distributor reported on behalf of the homecare user that the device was in use for insulin delivery for less than 1 day. According to reporter, (home care user's father), because the devices have been difficult to stick to skin, the infusion site had not been fully inserted under patient's skin. Reporter stated that the following morning the user had elevated blood glucose level of 275 mg/dl. The user received an insulin injection as a correction with no adverse effects reported.